Manufacturer narrative:
(B)(4). Date of follow-up report: 02/14/2017. One ls1020 was received for evaluation. Visual inspection found no defects. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries potentially pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not work and could not perform hemostasis.